Event description:
It was reported that the patient¿s old health care provider (hcp) said they had them on multiple programs, but when the patient changed to a new closer hcp and a new assistant started working on the implantable neurostimulator (ins) therapy, they told the patient they did not have additional programs and only had 1. If this was true, the patient felt like they wasted a year by not having more programming set up. The patient remembered changing between programs previously. They had multiple programs and only 1 of those programs didn¿t work for them. The patient was able to switch between them freely. The patient currently had multiple programs set up. The patient had had an e-coli infection on and off for 3 to 4 years. The patient¿s hcp said programming should not be adjusted while the patient had an e-coli infection. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0epzc, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).